Event description:
It was reported that the insulin gauge was inaccurate. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer adminstered a correction bolus via pump to address bg. Customer loaded a new cartridge to resolve the issue.